Manufacturer narrative:
Addition h6: code 10-the device was returned to gore for evaluation. Per the evaluation the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. There were imprints of the polyimide guidewire inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter separation could not be determined with the currently available information. Addition h6: code 4315-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm (aaa). The patient presented to the emergency room with chest and abdominal pain. Computed tomography images showed a 7.4cm aaa. It was reported that during the implant procedure the distal tip of the aortic extender endoprosthesis (from the proximal olive down) broke off, it stayed on the guidewire and was snared back into the sheath and out of the body with no harm to patient. An 18fr cook sheath was used on the right side and 12fr gore dry seal on the left side. The trunk-ipsilateral leg endoprosthesis, iliac extender endoprosthesis, and aortic extender endoprosthesis went through the 18fr sheath. The patient tolerated the procedure.